Event description:
Patient was revised to address elevated metal ion levels. Upon revision a pseudotumor, reactive tissue, and a large amount of grayish fluid were noted.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure this device is exempt from device history record review. The search identified no other reports against the remaining provided product/lot code combinations. Medical records and x-rays were reviewed. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update recvd 1/12/2015- clinical report states patient was revised metallosis. Part/lot information was included. The complaint was updated on 1/13/15.

Event description:
Update rec¿d 12/05/2014 and 12/12/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records osteolysis was found in the femur and around the acetabular cup. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/23/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.